Manufacturer narrative:
This report will be updated if the lead is returned for analysis.

Event description:
A boston scientific field representative subsequently reported the lead was explanted and replaced due to a lead fracture at a point distal to the yoke. No adverse patient effects were reported.

Manufacturer narrative:
Our analysis could not confirm the clinical observation. A proximal segment of the lead was returned. The segment was severed 15 centimeters from the is-1 terminal pin. A set screw mark was noted on all terminal connectors. Resistance and pressure tests were completed to assess the segment¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. No additional testing was performed.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a report of loss of capture and patient hospitalization due to syncope. A boston scientific field representative reported that impedance measurements had increased but were within normal operating range, and the pacing threshold was adequate. A boston scientific technical services consultant (ts) discussed troubleshooting techniques to determine if the cause was likely lead-related or due to a lead-tissue interface issue related to patient arm movement.

Manufacturer narrative:
This report will be updated if additional information is received.